Event description:
It was reported that the plate broke between week 2 and week 6 after the implantation. Postoperatively, no screw loosening was detected. The plate had to be removed and a new arthrodesis had to be done.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by fatigue of the material following overloading. The visual inspection showed that the plate broke at the level of the compression ramp. The microscopic investigation revealed that the breakage is a typical fatigue fracture. The dark colored region and the shiny surface are the two indicators for the fatigue fracture type. An extended and or an early overloading of the plate can lead to such event. As a reminder, the IFU states: "]the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the plate broke between week 2 and week 6 after the implantation. Postoperatively, no screw loosening was detected. The plate had to be removed and a new arthrodesis had to be done.